Manufacturer narrative:
The device is expected to be returned. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt received more IV fluid than intended. At 1700, the device was programmed to deliver 1000ml of normal saline at a rate of 125ml/hr, with a vtbi (volume to be infused) of 950ml, and the delivery was started. After approximately one hour, the nurse noted that the normal saline container was empty. The device was removed from clinical service. There were no reports of any adverse pt events. No medical interventions were required. Multiple unsuccessful attempts have been made to obtain additional info. Hospira is continuing to investigate.